Event description:
It was reported that low pacing impedance was noted on the right atrial (ra) lead. The suspected cause was an insulation breach while chest x-ray showed normal imaging. Lead revision was discussed, and the lead will continue to be monitored. The patient's condition was stable.